Event description:
It was reported that during the implant procedure, there was no good threshold measured. The lead was attempted and not used. A different model lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. (B)(4).